Event description:
Placed 11/97 & worked until 7/98. Begain having trouble aspirating. Urokinase used without success. Removed & during placement of 2nd live, it was noted under xray that 11cm of the 1st line remained in pt's pulmonary artery snared via femoral approach.